Event description:
It was reported to philips that the system was not switching on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Upon troubleshooting, the fse reseated all the connection of host pc, which resolved the reported issue. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.